Event description:
It was reported that an inflatable penile prosthesis was implanted on (B)(6) 2013. It was indicated that "the patient experienced a bowel perforation: and on (B)(6) 2013, "the reservoir was removed as it was intraperitoneal." The cylinder and pump components remain implanted at this time. No additional patient complications were reported.

Manufacturer narrative:
The analysis results indicate the reservoir performed within specifications. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.